Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device component involved in the event: model number/catalog number: sc-1432 serial number: (B)(6) batch/lot number: 216059 model/catalog description: wavewriter alpha prime 32 ipg kit unique identifier (UDI): (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead was torn off in a violent car crash. It was unknown if car accident was device related. As a result, the stimulation setting had to be increased to 100 to achieve stimulation, which caused pain. The patient underwent spinal cord stimulator (scs) explant procedure.